Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump could not rewind. The patient's blood glucose at the time of incident was 79 mg/dl. The customer also mentioned that the battery status screen displayed as empty. The customer was advised to change the battery and attempted another rewind. The insulin pump was not returned or replaced at this time.